Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient had a ventricular fibrillation event with an alarm that did not sound at the information center. The issue occurred on (B)(6) 2018 between 1:55 pm and 2:00 pm. The device was in clinical use at the time the issue was discovered. A ventricular fibrillation event represents a life threatening emergency for which emergent care would be warranted; thus a serious injury is considered. It is not known if any delay of care may have occurred as a result of no audio occurring patient details were not available at the time this report was due.

Manufacturer narrative:
There was no product malfunction. This is considered a user issue, as after a higher level asystole alarm occurred, the arrhythmia alarms had been turned off; they were turned off at 11:00:49, and turned back on at 14:19:09. The ventricular fibrillation event occurred at 13:57, during the time the alarms had been turned off. A philips field service engineer went on site, and performed several simulations for alarm generation on bed (B)(6) and on the isolation bed. Both the central unit and the bedside monitor emitted alarms, as expected. The device remains at the customer site, ad no subsequent calls have been logged for this device/issue. No further investigation is warranted at this time. Patient information requested none available.